Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection around the paddle lead. The cause of infection and if it was device related were unknown, however, it was not procedure related. No device malfunction was suspected. The patient was placed on antibiotics and underwent an explant procedure. The patient was doing well postoperatively. The explanted lead was not returned as it was kept by the medical facility.